Manufacturer narrative:
Device has been returned, but pending an investigation to determine the root cause of the reported issue.

Event description:
The user reported that the level sensor was falsely triggering. There was no patient harm, but this type of event is considered reportable.

Event description:
The user reported that the level sensor was falsely triggering. There was no patient harm, but this type of event is considered reportable.

Manufacturer narrative:
Device has been returned but pending an investigation to determine the root cause of the reported issue.

Manufacturer narrative:
Investigation confirmed intermittent connection with the sensor from cable movement. The sensor was ultimately scrapped to prevent further use.

Event description:
The user reported that the level sensor was falsely triggering. There was no patient harm, but this type of event is considered reportable.

Manufacturer narrative:
Device has been returned, but pending an investigation to determine the root cause of the reported issue.

Event description:
The user reported that the level sensor was falsely triggering. There was no patient harm, but this type of event is considered reportable.